Event description:
It was reported that this patient received multiple inappropriate shocks across multiple episodes from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and determined that this was due to oversensing of myopotential noise and related to physical activity. This patient underwent tests in clinic including chest x-ray and isometrics. During isometric testing, the noise was recreated in the primary and secondary vectors. The patient had complained of discomfort in the chest/pocket area. While testing sensing in the alternate vector, the r-wave amplitude was low. There were additional episodes with noise and possible oversensing after clinic visit. Ts suggested reprogramming the system to primary 2x gain as troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.